Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noted that the device did not performed per specification. The reported condition could not be determined. The root cause is undetermined. No additional information at this time.

Event description:
Customer reported device was getting hot during use. This is 1 of 1 report for event # (B)(4).